Event description:
It was reported that there was low impedance. It was further reported that there was high threshold and impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Asku: it was reported that there was low impedance. It was further reported that there was high threshold and impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event